Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). One osseotite® implant (oss385) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured at the external hex. A damaged crown was also returned but there were no allegations against it (damage probably occurred during the removal process). Device history record (DHR) review was completed for the subject lot number (2011050909). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (2011050909) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
Doctor reported the implant fractured in tooth location 35 and was removed.